Manufacturer narrative:
The hill-rom technician found the left siderail latch was stuck due to liquid substance dried up on latch like glue causing it to stick. He disassembled and cleaned latch to resolve the issue.

Event description:
Info received indicated the siderail was not functioning properly.